Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and pocket erosion. The device was explanted. No additional adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted and then was used as an external temporary device. The device was removed from service when a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and pocket erosion. The device was explanted. No additional adverse patient effects were reported.